Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory.

Event description:
Customer reported that on february 3, 2013 he was feeling low so he tested on his adc blood glucose meter and received a reading of 203 mg/dl at 8:03 pm. Approximately 40 minutes later he again tested and received a reading of 276 mg/dl and noted that about 15 minutes later he experienced a loss of consciousness. A friend performed a test on an unknown brand of meter and received a reading of 35 mg/dl. Paramedics were called and upon their arrival received a reading on their unknown brand of meter of 30 mg/dl. Customer was treated on the scene with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.